Manufacturer narrative:
The bench repair technician checked the pressure and flow calibrations and found no error. They also did not find errors in the event log related to this malfunction. There were no corrective actions for this malfunction. No-fault was found. The touchscreen was replaced to resolve the calibration issue found during the evaluation. The air inlet and cooling filters were required to be replaced.

Manufacturer narrative:
Report date: 20aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device is displaying pressure out of range. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H11: b5- it is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The device was received by bench repair, and an evaluation was performed. The pressure and flow calibration checks were performed without being able to verify the error. There are also no errors in the log of significant events related to this fault. No corrective action is taken regarding this possible failure. During the evaluation, it was also discovered that the touchscreen fails and does not take calibration. The air inlet and cooling filters require replacement. The touchscreen and filters require replacements. The investigation is ongoing.